Event description:
Procedure type: low anterior resection/end to end anastomosis. According to the reporter: after the anastomosis, the surgeon concluded that the device did staple properly since the tissue specimen had little purse-string. The surgeon used a competitor device and re-anastomosed. No leakage, or bleeding occurred, however, the surgical time extended about 30 minutes. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 11/2/2007.